Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer would override the alarm or change the supplies on the pump. The customer's blood glucose (bg) level was in the 300 mg/dl range. As the occlusion alarms had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the past occlusions.